Event description:
It was reported that the patient's right ventricular (rv) lead had an alert triggered due to high defibrillation impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.